Event description:
Report rec'd from the USA stating that the device was "unable to attach to motor." The device was not being used during surgery. It is unk if injury or medical intervention occurred. The date of the event is unk. There was no add'l info provided.

Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The device was evaluated and the complaint of "cannot attach to motor" was not confirmed; the unit was able to be attached to a motor. However, the bearing of the attachment were damaged and would not allow a cutter to be inserted. This condition may be due to normal wear out over time, but was likely exacerbated by improper or ineffective cleaning and maintenance of the device. If add'l info is rec'd, a supplemental report will be sent. (B)(4).